Event description:
It was reported by medwatch, that post a coronary stenting treatment procedure, stent occlusion occurred. The physician implanted a liberte' 2.75x32mm bare metal stent to an unkown vessel. Approx six months post procedure, the pt experienced shortness of breath, fatigue and "getting hot." A stress test revealed that the stent "failed and blocked." A second procedure was scheduled, but the pt cancelled due to not having insurance coverage. The pt is taking plavix. Add'l info regarding this event is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.